Event description:
Reportedly, cco/co not working, blood leaked through catheter into and through cable. No patient injury reported.

Manufacturer narrative:
Eval summary: cable passed all the tests per sop 4001. No defect found.